Event description:
The customer contacted physio-control to report that their device intermittently boots up with a white display. A white display is indicative of a device lock up condition that may prevent the device from being able to provide defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported issue. As a precaution physio replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.